Event description:
It was reported that the haptic of the intraocular lens (iol) kinked. No other information was provided.

Manufacturer narrative:
Date of event: unknown, not provided. Implant date: if implanted, give date: unknown, information not provided. Explant date: if explanted, give date: unknown, information not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.